Event description:
Event description: boston scientific crm received information that the pacer-dependent patient experienced brady rates of 28bpm due to exit block and high thresholds on the 4471 right ventricular (rv) lead. The 1298 device was reprogrammed and a lead revision was scheduled. In the revision, the 4471 rv lead was capped and replaced with 4457 rv lead. Normal measurements were noted through the pacing system analyzer (psa). Rv pacing then ceased during pocket closure, which resulted in no heart beat for 30 seconds, until the pocket was opened and pacing was re-established by connecting the leads to the psa. Thought to be loss of output, the physician chose to replace the 1298 device. During explant, one setscrew felt abnormal. The patient was noted with no cerebral effects, and went home after a normal hospitalization time. This device is part of an advisory on the crystal timing component.